Manufacturer narrative:
No battery out limit alarm noted. All operating currents are within specification. Passed selftest. No unexpected low battery or off no power alarms noted. No moisture damage on the motor, battery tube and vibrator assembly. No button error alarm noted. No moisture damage on the motor, battery tube and vibrator assembly. Insulin pump has intermittent button response due to moisture damage on keypad traces. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, scratched lcd window, scratched reservoir tube window, missing end cap sticker, bleeding lcd glass.

Event description:
Customer reported via phone call that the insulin pump got wet and alarmed a battery out limit alarm and a button error alarm. Customer's blood glucose was 120 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.